Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Review of the episode showed wandering baseline amplitude mixed with intrinsic signal. After the shock the noise remains for a short time, but eventually goes away. An untreated episode from a few weeks earlier also showed the same noise pattern. Boston scientific technical services (ts) suggested obtaining an x-ray. It was confirmed that the patient had not had any recent surgeries and they were able to see the noise on two of the three vectors when the patient was sitting in the office. The physician reviewed x-rays and noted that there did not appear any significant changes to the subcutaneous implantable cardioverter defibrillator (s-ICD) or electrode. A revision procedure was performed several weeks later. Upon opening the pocket, the physician tried loosening and re-connecting the setscrew, however the noise was still present and connection was confirmed to be good. When the electrode was removed, insulation separation was observed just distal to the xiphoid sensing electrode. Visual inspection noted that the high voltage coil and conductors appeared in tact. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.